Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log files confirmed the reported driveline communication fault alarms; however, a specific cause for the alarms could not be conclusively determined through this evaluation. The controller event log file contained events from 09feb2026. A continuous driveline communication fault alarm, associated with com_a_fault flags, was active throughout the entirety of the file. The onset of this alarm was not captured. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. Multiple attempts were made to obtain additional information regarding the reported events; however, no additional information was provided by the account. The patient remains ongoing on heartmate 3 left ventricular assist system support. The modular cable, lot number unknown, was not returned for evaluation. A review of the relevant sections of the device history records could not be performed as the lot number of the device was not communicated/identified. The current revisions of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. D and the heartmate 3 patient handbook, rev. A are currently available. Section 7 of the IFU and section 5 of the patient handbook, ¿alarms and troubleshooting¿, provides instruction regarding how to care for the driveline in a sub-section entitled "what not to do: driveline and cables." These sections also outline system controller alarms as well as how to respond to each alarm condition. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was presented with driveline communication fault alarms that were resolved after replacing the worn out modular cable. The log files were submitted for review to assess that there were no concerns with the non modular cable section. Review of the log files confirmed the driveline communication fault alarms throughout the event log history. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.